Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with a male sling system. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.